Manufacturer narrative:
Insulin pump passed the operating currents, self test and displacement test. No low battery alert and unexpected battery power loss anomaly noted during test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose. The customer blood glucose level was 401 mg/dl at the time of incident and the current blood glucose of the patient is unknown. Customer states they did receive a low battery alert prior to the off no power alert. The customer did not provide details regarding symptoms of their high blood glucose episodes. Customer treated with insulin pump and manual injection. The customer declined troubleshooting. The insulin pump will be returned for analysis.